Manufacturer narrative:
Fowler. Parts are on order and unit will be repaired upon receipt.

Event description:
It was reported by service report that the fowler would not go down on the stretcher. No patient involvement or adverse consequences are reported.